Event description:
A report was received that patient was experiencing inadequate stimulation and was prescribed pain medication by the physician.

Manufacturer narrative:
Additional information was received that the medication prescribed to patient was for an existing pain and no further course of action will be taken at this time.

Event description:
A report was received that patient was experiencing inadequate stimulation and was prescribed pain medication by the physician.